Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (3.00mm x 9mm) to a lesion in the lad with 90% stenosis but the device could not cross. The lesion had been pre-dilated. The physician changed a new device (same model) to complete the surgery. The device was inspected before use with no issues noted. No clinical sequelae were reported. The device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th and 5th proximal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).